Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the sutures had frayed.

Event description:
It was reported that during a subscap repair, after both dbl loaded anchors were placed, the surgeon then passed the first suture and noticed that the middle of the suture was frayed. Once the surgeon pulling on the suture fully, the ar-2324bcc-2 tore. The surgeon then moved to the second anchor and noticed fraying a little higher on the suture. The surgeon was able to cut and remove the damaged section without further issue. No patient harm reported.